Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of the investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered a unk dosage of insulin after receiving a blood glucose result of 429 mg/dl. In the morning, the consumer tested again and received a reading of 566 mg/dl. Believing this to be incorrect, no insulin was administered. During the call, control solution testing was performed and the test strips the consumer was using did not fall within an acceptable control range. The test strips in question will be returned for eval.